Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the customer filled the cartridges with 250 units of insulin. The customer's blood glucose level was 250 to 425 (mg/dl), and was addressed with manual injections. The following day, the customer was able to load a new cartridge successfully.